Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 20-aug-2024 expiration date: 31-jul-2026 part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile lot number: 31399p8 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev b, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4), supplied by (B)(4)) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m001, rmg rod/drive shaft packaged lot number: 31403p9 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 31275p0 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073695 rev a met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 2-aug-2024 was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly lot number: 31407p3 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set lot number: 28583p7 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073691 rev a met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) products dated 8-jul-2024 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 28584p0 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073692 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 8-jul-2024 was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter lot number: 27277p3 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073696 rev d met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 20-jun-2024 was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged lot number: 31411p1 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly lot number: 30242p2 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Incoming final inspection, ns073694 rev e, met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 18-jul-2024 was reviewed and determined to be conforming. 14-nov-2024: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there was no other intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bone harvesting procedure on a proximal tibia non-union using the ria2 system, the tube assembly encountered resistance at the non-union site, necessitating additional force to extract it from the canal. Upon removal, it was observed that the tube assembly had sustained damage, with a clean cut approximately 3-4 cm from the reamer head coupling point. A replacement tube assembly was immediately available, and the procedure continued. However, this newly opened tube assembly also became lodged at the non-union site, requiring further pulling to disengage it from the surrounding bone fragments. Unfortunately, this second tube assembly was found to be more severely damaged, resulting in multiple fragments. Despite these challenges, the bone harvesting procedure was successfully completed, and the case proceeded as planned. Surgery was delayed 10 minutes due to the reported event and the procedure successfully completed.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.